Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they saw a power-on-reset (por) when they were charging their implantable neurostimulator (ins). It was noted that the therapy stopped due to the por. The por was not related to an overdischarge (od) event. There was no recent medical testing or emi environmental exposure. The patient stated that they had reflex sympathetic dystrophy and had to have a foot amputated. Their physician told them not to use the stimulation for a while as it may cause phantom limb pain. The patient had not used the stimulation therapy since (B)(6) 2015 but had kept up with recharging the ins. They recharged the device every 3-4 weeks without issue. With assistance, the patient was able to clear the por. They were going to leave it off at the recommendation of their doctor. It the issue re-occurred they were going to consult with their doctor but for now they did not intend to follow up with any healthcare professional (hcp). The indication for use for the implanted device was noted as peripheral neuropathy. If additional information is received, the event will be updated.